Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the abnormal fan speed could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. The returned equipment was otv-s300 and the serial number was (B)(4). Device inspection the following findings were noted. Visual inspection: no abnormality was confirmed. Actual device confirmation: it was confirmed that no video was output from the hd-sdi terminal. Operation check: abnormal noise during white balance, nbi malfunction, and abnormal fan speed were confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the new otv-s300 device found no video output from the hd-sdi terminal. The hd-sdi video output destination device is oep-6. The issue found during delivery , receipt inspection. There is no patient involvement associated on this event. Device evaluation found abnormal fan speed. This report is being submitted for abnormal fan speed.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.